Manufacturer narrative:
(B)(4). As the device was not returned for analysis, a device evaluation could not be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also instructs the user to verify that the patient line is properly primed and to follow instructions for repriming if the fluid level is not near the end of the connector. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps while performing peritoneal dialysis therapy. The patient did not properly prime the patient line before connecting to the set-up to start therapy. Air bubbles were seen in the patient line and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.